Manufacturer narrative:
(Lot number), (device manufacture date): the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). (Evaluation conclusion codes): the complainant indicated that the device will not be returned for evaluation as it is implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2019. According to the complainant, the patient had a postoperative infection in the stoma. The patient was treated with antibiotics intravenously for 3 days (3 times per day) followed by ciprofloxac for 7 days. On (B)(6) 2019, patient had recuperate and has been discharge from the hospital. Reportedly, patient was also given pain killers like alvedon (paracetamol) and oxicontin (oxycodone). There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Patient code 1930 captures the reportable event stating that the patient had an infection. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure on (B)(6) 2019. According to the complainant, the patient had a postoperative infection in the stoma. The patient was treated with antibiotics intravenously for 3 days (3 times per day) followed by ciprofloxac for 7 days. Reportedly, the patient was also given pain killers like alvedon (paracetamol) and oxicontin (oxycodone). On (B)(6) 2019, patient had recovered. The patient has been discharge from the hospital. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.